Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe luer-lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ syringe luer-lok¿ there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one loose 1ml ll sample and 3 photos depicting the same sample were received. Sample reported to be from batch #8026684. It was visually evaluated. The stopper and plunger were at the zero line position. The stopper was observed to be distorted around the plunger tip. They were taken out of the barrel. It was discovered that the plunger tip was not inserted into the stopper, instead the stopper was squeezed next to the plunger rod. The issue observed was due to plunger-stopper misalignment during the assembly process. It is likely an isolated issue that only affected a limited number of syringes. Controls are in place that include periodic product inspections for all defects to ensure containment of defect and quality of the final product a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the distorted stopper defect is associated with the assembly process. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture:yes.